Event description:
The customer reported they were unable to obtain an etco2 reading during a patient event due to the port was pushed into the device. There was no negative patient impact as another defibrillator was available for use.

Manufacturer narrative:
(B)(4). The customer reported they were unable to obtain an etco2 reading during a patient event due to the port was pushed into the device. There was no negative patient impact as another defibrillator was available for use. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. See scanned page.